Event description:
It was reported that a patient experienced shoulder and neck pain coincident with peritoneal dialysis therapy on the homechoice machine. It was noted that the patient had attempted to perform therapy when the set was not primed properly. Therapy was discontinued and the patient completed therapy using manual supplies. The patient was hospitalized for the event and treated with dilaudid (dose, route, frequency, and duration not reported) for the pain. The patient was eventually discharged from the hospital and was reported to have recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported his weight to be between (B)(6). The patient experienced the reported shoulder and neck pain on an unspecified date in (B)(6) 2014. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.